Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen had display anomaly. Customer blood glucose reading was 130 mg/dl. Troubleshooting was performed. Customer believes she got an insulin pump that was dropped. Customer think the insulin pump was flashing white because the insulin pump was dropped. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump was returned for analysis.

Manufacturer narrative:
Findings: unit received with blank-flashing white lcd due to cracked lcd controller. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to flashing white lcd. Unit received with minor scratched lcd window and cracked retainer.